Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, an unknown time after the sensor failure had occurred, but on the same day, the patient experienced hyperglycemia and high blood pressure. The patient could not remember the fingerstick reading, but an ambulance was called. The could not recall if a blood glucose reading was done by the emergency medical services (ems) and if medications were given, but the patient was brought to the hospital. No fingerstick reading was reported from the hospital, and the patient declined to provide information about possible treatment. The patient was discharged after 3 days. At the time of the report the patient stated they were doing ¿so-so¿, but it was understood that the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.